Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic prostatectomy procedure, the bipolar maryland forceps (bmf) showed some wear and tear on the black cables near the jaw. The bmf was replaced with another one. There was no patient injury.

Event description:
It was reported that during the dissection of the prostate for a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps showed some wear and tear on the black cables near the jaw. The bipolar maryland forceps was replaced with another one. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), h4 h3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident. Evaluation of the logs indicated that there were no instrument errors observed associated with the bipolar maryland forceps. This type of hardware issue is not captured in the logs. The bipolar maryland forceps was used for a total of one hundred and five minutes. Five images were received for evaluation. One image showed the operating room team interactive screen with a bipolar maryland forceps that had a frayed drive cable. Three images showed the distal end of a bipolar maryland forceps from different angles, showing a frayed drive cable. One image showed the housing of a bipolar maryland forceps showing the serial number that matched what was reported. Evaluation of the bipolar maryland forceps confirmed the reported condition. The investigation identified the root cause due a deficiency in the cable design and high forces exerted on the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.